Manufacturer narrative:
The pipetting accuracy test from (B)(6) 2018 was outside of the range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant glucose and cholesterol results for 3 patient samples on a cobas c 111. On (B)(6) 2018 the initial cholesterol result was 88 mg/dl and the repeat results were 246 mg/dl and 245 mg/dl. On (B)(6) 2018 the initial glucose result was 191 mg/dl and the repeat results were 120 mg/dl and 119 mg/dl. On (B)(6) 2018 the initial cholesterol result was 592 mg/dl and the repeat results were 246 mg/dl and 244 mg/dl. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The qc was acceptable. The field service engineer (fse) replaced the probe and photometer.